Event description:
Customer reported fluid under the screen of the insulin pump. Customer stated that the insulin pump got immersed in the pool. Customer also reported a crack in the case where the battery goes in. Customer's current blood glucose reading is 143 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage was found on the electronic assembly or motor. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.